Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Almost choked [choking sensation]; brushes come off the holders [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 19-jan-2017 that in the last month, he'd/she'd had the brush come off of the oral-b brushhead, version unknown and he/she almost choked on it. The consumer stated that he/she had been brushing with oral-b for years. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.